Event description:
A report was received that the patient was explanted due to an infection from the sutures at the midline incision. The infection was not device related as the patient was allergic to the sutures used. The patient's symptoms included an abscess that wasn't healing, redness and swelling. The patient was prescribed antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: enh. St lead kit model # sc-1110-02 serial # (B)(4) description: precision ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.